Manufacturer narrative:
Other applicable components are: product ID: 39286-65, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's device was explanted and replaced on (B)(6) 2018. The device was disposed of. The impedances were initially high but then were within the normal limit when the leads were reseated. The cause of the lead becoming disconnected was not determined and the issue had been resolved- the patient was seen on (B)(6) 2018 and all impedances were within the normal limit. Their coverage was good and the patient was doing well. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the lami lead tail had pulled out of the connector block. The doctor was able to locate the lead tail, but it was scarred down and must have pulled out some time ago. The last reprogramming session with the patient was (B)(6) 2018 and there were no issues with the lead or connections at that appointment. The lead tail when initially seated in the connector block (0-7) had high impedances. The doctor re-seated it 3 times. All impedances were then within normal limits. The patient was having a new cervical lead placed. She was also having her present ins replaced that was connected to her thoracic lami lead. The white banded tail on the lami lead had pulled out of the connector block (0-7) and the doctor had to further dissect to locate the lead tail. No further complications were reported. No patient symptoms were reported.